Manufacturer narrative:
The investigation is ongoing. Valve remains implanted at this time.

Event description:
Approximately 5 years and 12 days post successful tavr procedure using a 23mm sapient 3 valve via transfemoral approach, the patient is now being worked up for a possible thv in thv due to stenosis. Per medical records review, approximately 5 years after a viv (23mm s3 in savr) was implanted in the aortic position via tf approach, the valve developed severe bioprosthetic aortic valve stenosis which was confirmed by a transthoracic echocardiogram (tte) with a peak velocity of 4.5m/s and mean gradient of 45mmhg and aortic valve area of 07.cm2. A right and left heart catheterization was done on when the severe bioprosthetic aortic stenosis was confirmed by angiography, with a mean gradient read at 42mmhg and an aortic valvular area of 0.87cm2. The patient is being worked up for an elective valve-in-valve intervention with a thv.

Manufacturer narrative:
The 23mm sapien 3 valve was not returned for evaluation as the valve remains in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed based on the medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, "approximately 5 years and 12 days post successful tavr procedure using a 23mm sapient 3 valve via transfemoral approach within a surgical valve, the patient is now being worked up for a possible thv in thv due to stenosis". The medical records noted that the patient had a history of hyperlipidemia and diabetes. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. While diabetes is a known risk factor for developing bioprosthetic heart valve calcification. In this case, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.